Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that a power on reset (por) message was seen; the rep said they thought the por was due to overdischarge, but the battery was not fully discharged and it was fully charged. The rep used the physician programmer and cleared the por but didn't note the code. It was reported that there was possible emi related to the por because the patient worked in a hospital; the rep believed that the por may happen again due to the fact that the patient worked in a hospital. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study reporting that patient received the por message when charging and spinal cord stimulation was not working. Patient had loss of pain relief. Manufacturer representative worked with patient, interrogated device. The issue was resolved without sequelae on 02/08/2018. It was stated that equipment that patient works around in hospital ent clinic caused interference causing the issue. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the issue was resolved at the appointment, the por was due to the patient working in a hospital and being near imaging equipment. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study reporting that the identified device diagnosis was neurostimulator was unable to recharge. No further complications were reported as a result of this event.